Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The first promus is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 after predilatation was performed a 2.5 x 28 mm promus and a 3.5 x 28 mm were implanted in the left anterior descending artery. During removal of the non-abbott guide wire that was used for protection of the 2nd diagonal, the guide wire separated and remained in the patient. A further percutaneous intervention was planned for the month of (B)(6) at this same hospital; however, approximately one week post procedure, the patient expired at a different location, (B)(6) hospital (date of death unknown). The cause of death was noted as sudden death. An autopsy is underway at the (B)(6) hospital; however, this could take up to two months before results will be provided. No additional information was provided.